Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen that the vela ventilator unit has xdcr fault, fsr ran all calibrations on the xdcrs, but the valve characterization failed. Replaced main board and ran ovp to verify functionality. Unit is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator unit has xdcr/transducer fault. The reporter confirmed that there is no patient involvement associated on this event.